Event description:
It was reported that the gastrointestinal videoscope displayed a snowflake image pattern. The issue was identified during inspection prior to use. There was no patient involvement reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.